Event description:
In 2005 around 11:00 am the pt experienced symptoms of low blood glucose. The pt then tested their blood glucose and received a 151 mg/dl. They then went to sit down, and couldn't believe that their reading was 151 mg/dl. Within 10 minutes they passed out. Reporter contacted the advice nurse and was advised to try to wake them up and give them orange juice or to contact ems. Reporter was able to wake pt up and gave them orange juice. Fifteen minutes later, the pt tested their blood glucose and received a 208 mg/dl. The pt did not visit the physician that day. Later that week, the pt has a scheduled appointment and a meter-to-meter comparison was done and the reporter mentioned that the lifescan meter was reading "really high" compared to the physician meter's. The physician did not change the pt's diabetes regimen (70/30 46u ama nd 52u pm set amount). The pt does not base the insulin based on the meter readings. The test strips were in good condition and not expired. The control solution that the pt has ws also not expired. The test strips failed more than two times using the control solution. The reporter opened a new vial of test strips and the test strips failed again using the control solution. The meter, control solution, and test strips were replaced.